Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rect0129 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rect0129) have been reported from the same facility in (B)(4).

Event description:
It was reported that a nurse found a bulge with the connection of the catheter when normal catheter flushing during maintenance. No other information was provided.